Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "the report was initially reported by patient¿s guardian via call" this is for an left side. Healthcare professional later reported left side "rupture." The device has been explanted and replaced.

Event description:
Patient reported "the report was initially reported by patient¿s guardian via call" this is for an left side. Healthcare professional later reported left side "rupture." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on the posterior side assessed as surgical impact (shell thickness was within specification). Additional observations: non-penetrating nicks. Wear abrasion observed on the surface of the shell. Creases were observed. No further actions are required as the device was implanted.